Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device delivered one discharge of energy successfully; however, on the second attempt to defibrillate the patient, the device failed to discharge via paddles. Complainant indicated that the clinician switched from paddles to electrode pads, using the same device, to continue treating the patient. Complainant indicated that the patient subsequently expired.